Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: product ID 37761, serial# (B)(4), product type recharger. Information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). Analysis of the recharger ((B)(4)) found that there was a broken connector pin in the cable assembly. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient had issues with the ins recharger (insr) charging the ins and then ¿something broke off¿. The consumer did not have further information and mentioned that the patient had just had laser surgery. The consumer stated the patient was in a lot of pain because they could not charge the ins. The consumer called back and stated that it was the desktop charger (dtc) connector pin that broke off. A replacement dtc was sent. No further patient complications were reported as a result of this event.